Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by disconnecting from the site, filling the tubing, and reconnecting to resume insulin without changing supplies.